Event description:
A pt was implanted with click'x construct on an unk date. Post-operative x-rays on a follow-up visit indicated the rod had slipped out of a screw. During a revision procedure, the 3d head on one screw was noted as loose. The surgeon removed and replaced the 3d head, the affected rod and all 4 locking caps. This report is #1 of 3 for the same event.

Manufacturer narrative:
Investigation is on-going. No conclusion can be drawn at this time.